Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump had frozen display. Customer's blood glucose at time of incident was unknown mg/dl. The customer was advised to insert new battery. The customer stated that black circle appeared and an alarm occurred. The customer was unable to continue troubleshooting because pump alarmed with constant tone. The customer reported via phone call indicating that the insulin pump had audio/beep anomaly. Customer's blood glucose at time of incident was unknown mg/dl. The customer was advised to insert new battery and perform self-test and it passed. The customer was advised to monitor. The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was unknown mg/dl. The customer stated a temp basal was not programmed before the alarm occurred. Customer was advised to monitor pump.